Event description:
A customer reported to baxter ireland in which a patient was approximately 3 - 3.5 hours into the transfusion when taken to the electrocardio gram department. On return to a different unknown ed department the nurse observed that there were large clots visible in the filter of a blood administration set and smaller clots along the extension below the filter chamber. The transfusion was immediately discontinued and the blood pack and blood/solution administration set were returned to the blood transfusion laboratory. The clots were observed by the consultant haematologist, medical laboratory staff, and haemovigilance. The pack/administration set was returned to the national blood centre for investigation. The outcome is still pending. The involved nurse confirmed that nothing was added to the pack/administration set and confirmed that only normal saline 0.9% was used to flush the cannula pre-transfusion. No adverse outcome was reported on or observed for the patient post transfusion. No additional information is available.

Manufacturer narrative:
(B)(4). The national blood centre have concluded their investigation and confirmed that there is no evidence to suggest any deficiency in the quality of the red cells issued from the national blood centre.

Manufacturer narrative:
(B)(4). An actual sample was not available for evaluation; however an evaluation was performed on the photos received. No non-conformity could be observed on the set from the photos received. The reported condition is still not confirmed.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided. This is a product not distributed in the us and does not have a 510k number.